Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 4.5 mg/ml at 1.4020 mg/day and ropivacaine 5.5 mg/ml at 1.7136 mg/day via an implantable pump. It was reported that the hcp was not sure if the patient experienced any symptoms as a result of the motor stall. The patient had no excess pain and showed no signs of withdrawal when she presented to the refill clinic. Logs showed: motor stall on (B)(6) 2019 at 3:31 am tube set on (B)(6) 2019 at 3:31 am motor stall recovery on (B)(6) 2019 at 9:56 pm motor stall on (B)(6) 2019 at 11:22 pm tube set on (B)(6) 2019 at 11:22 pm motor stall recovery on (B)(6) 2019 at 7:11 am motor stall on (B)(6) 2019 at 7:57 pm tube set on (B)(6) 2019 at 7:57 pm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported a pump alarm occurred; when interrogated, it showed the pump had been in motor stall for a month. The logs showed it had been in motor stall since early october, but the patient was elderly and thought there was an issue with their hearing aids. The pump was permanently shut down and would not be replaced. Surgical intervention did not occur nor was planned. The issue was considered resolved. There were no known contributing factors. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported.